Manufacturer narrative:
(B)(4). The device was manufactured in 1997. The device was received for evaluation. The device passed electrical and functional testing. An internal inspection was performed and found no issues. The device was determined to meet all functional and electrical specifications. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume ( iipv) events that could have caused or contributed to the event. A review of the device service history and device history revealed no failures that could have caused or contributed to the event.

Event description:
This is a report of a patient who passed away. The cause of the death was unknown. It was unknown if therapy was ongoing at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.